Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: infection and seroma.

Event description:
Legal representative reported a patient experienced right side redness and secretion, which was initially assessed by physician as ¿possibly an allergy.¿ patient developed pain, inflammation, pruritus, ¿skin lesion,¿ hyperemia, ¿itchy patches,¿ and became ¿worried after seeing recall.¿ treatment with ceftriaxone and hydrocortisone were given due to infection. An MRI detected radial folds and fluid. The device has been explanted.